Event description:
The straight long elite attachment overheated while being tested by the service tech during a routine field service maintenance visit. There was no pt involvement, and no adverse consequence were reported.

Manufacturer narrative:
The device was received, and quality eval is in progress. Therefore, a follow-up report will be submitted upon its completion.